Event description:
We received a report that during an intraocular lens (iol) implant, a patient experienced a posterior capsule tear. The doctor was not able to stabilize the iol so elected to explant and implant another iol. During the surgery the incision was enlarged to remove the lens once it was cut in half; one stitch was used to close the incision. The iol was discarded.

Manufacturer narrative:
(B)(4). All pertinent information has been submitted.

Manufacturer narrative:
The manufacturing record and related documents shows that the production order was manufactured according to specifications. The returned intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens had a torn optic and appears to have evidence of ophthalmic viscoelastic on it. Because the lens was torn, further evaluation was not possible. All pertinent information available to amo has been submitted.